Event description:
While suturing the skin at the operative site, the physician assistant and certified surgical technologist discovered that the very tip of suture needle had broken off in patient's subcutaneous tissue. The surgeon determined that tip of such a small needle would not show up in an x-ray. The suture was 4-0 monocryl plus (#mcp426) with a 19mm 3/8 c needle.